Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, it was noted that the device had reached eri. When the patient presented for the replacement procedure 16 days later, the device longevity was found to be 9.4 months to eri. The physician proceeded with the procedure and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of diagnostics issue was confirmed in the laboratory due to review of the session records. The device was tested on the bench and no anomalies were found. The cause was due to merlin.net. This issue was resolved in later merlin.net versions.